Event description:
Customer reported observing fewer rosettes with the positive control cells of fetalscreen kit lot fs453. A total of 7 rosettes were observed in a total of 5 fields. No death or serious injury was associated with this incident.